Manufacturer narrative:
Date of event: unknown. Bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. 20 retention samples were selected from in-house inventory and tested in a clinical setting for ¿glass breakage in centrifuge¿ and no issues were observed as all retention samples met specifications. All 20 retention and control lot tubes performed as expected and no glass breakage was observed following centrifugation. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16x100 mm 10.0 ml bd vacutainer® glass serum tube broke during centrifugation. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.